Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2009, the pt was implanted with an scs system. On (B) (6) 2010, it was reported that the pt was shocked by the charger. The pt reported that the shock left him with severe swelling and redness around the ipg site. The sales representative met with the pt on (B) (6) 2010, and stated that there was no indication that the pt had been burned or injured over the ipg pocket. The pt is currently receiving satisfactory stimulation and was sent a replacement charger.